Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately detected atrial fibrillation (af) with rapid ventricular response (rvr) as a supra ventricular tachycardia (svt) episode and a non-sustained ventricular tachycardia (nsvt) episode. The device remains in use. No patient complications have been reported as a result of this event.